Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Description of event: as reported, during a left lower extremity angiogram using a flexor ansel guiding sheath, the sheath did not seal. The patient bled an unspecified amount during the procedure. The device was replaced with another 6fr 45cm sheath to complete the procedure. Investigation ¿ evaluation: a visual inspection of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, and quality control data. The customer returned one used kcfw-6.0-18/38-45-rb-anl0-hc to cook for investigation. During tabletop testing it was confirmed that the check-flo valve leaked from the silicone disk. There is no evidence from device failure analysis that the complaint was manufactured out of specification. A review of the device history record found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: ¿instruction for use¿ ¿using the side-arm of the value, flush the sheath by filling the sheath assembly completely with heparinized saline.¿ ¿how supplied¿ ¿upon removal from package, inspect the product to ensure no damage has occurred.¿ a review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control. No related gaps in production or processing controls were noted. Sufficient inspection activities are in place to identify this failure mode prior to distribution. Based on the available information, cook has concluded a component failure contributed to this failure mode. Per the quality engineering risk assessment, no further action is warranted. Cook will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information to report.

Manufacturer narrative:
Reporter occupation: radiology tech. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, during a left lower extremity angiogram using a flexor ansel guiding sheath, the sheath did not seal. The patient bled an unspecified amount during the procedure. The device was replaced with another 6fr 45cm sheath to complete the procedure. No unintended section of the device remained inside of the patient's body. No additional procedures were required due to this occurrence. No adverse effects were reported due to this occurrence. Additional patient and event details have been requested.